Event description:
Patient reported that the lancet has been coming out of the lancet device's carrier, causing the needle to protrude from the end cap. Patient indicated that she has not experienced an accidental stick as a result. No patient injury was reported and no treatment was received. Patient noted that there is no apparent damage to the lancet carrier. Technical support requested the return of the suspect product and replacement product was shipped.